Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed / not confirmed. Device history record review revealed nothing relevant to this event. Based on the information provided and device evaluation, the most likely cause(s) of this event is leveraging/prying the device during implantation procedure. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a planned meniscus repair vs menisectomy, mpfl recon restriction procedure the surgeon attempted to use the speed cinch, ar-4502, upon touching the condyle the device appeared to just bend but sounded as if it may have snapped also. There was an audible pop sound. The implants had not fired when this occurred and the device was removed entirely. The surgeon then elected to shave some of the meniscus off rather than trying the device again. After shaving the meniscus the surgeon proceeded with the planned procedure and reconstructed the mpfl.